Event description:
Ous MDR: after an implantation period of 80 months high stimulation impedance measurements were reported. The lead was explanted and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 55 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular, approx. 14.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue in combination with a relatively long service time of more than 6.5 years should be taken into consideration. Furthermore the lead demonstrated severe damages from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.